Event description:
It was reported that lead integrity alert triggered due to oversensing on the lead. The noise was determined to be from the external environment. There was also a problem transmitting the alert from the device to the patient management system. The device was reprogrammed to its original settings and both the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold impedance on (B)(6) 2011. Weekly trend data shows max a pace varying over the range 432 to 832 ohms between (B)(6) 2009 and (B)(6) 2011. Twelve - ventricular nst (non-sustained tachycardia) less than or equal to 210 ms average v-cycle between (B)(6) 2010 and (B)(6) 2011. Eleven - vf less than or equal to 210 ms between (B)(6) 2007 and (B)(6) 2011. Programmer data shows lead integrity alert triggered on (B)(6) 2011.